Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:00 pm. Pt's wife ((B)(6)) stated that pt displayed symptoms of shaking, sweating and was incoherent. The reading on the prodigy meter at the time of the event was 56mg/dl. Paramedics were called immediately. Pt was unconscious while waiting on paramedics. Paramedics performed glucose test with a result of 32mg/dl. Approximately 10 minutes passed between testing with prodigy meter and the paramedics meter. Pt was not transported to ER but was given an IV with glucose by paramedics. Pdc sent replacement and prepaid envelope requesting return of suspect device.